Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire and orange (+5v) wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.